Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 14:26:09 pm due to a high blood glucose level of 500 mg/dl, the customer's blood glucose level 200 mg/dl. The customer feeling symptoms nausea and customer was wearing the insulin pump at the time of admission. The drive support cap is protruded. The customer treated for high blood glucose was shot and syringe. Customer declined troubleshooting for high blood glucose. The reservoir was not returned for analysis.